Event description:
It was reported that the subject stent failed to open and was prematurely deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.